Manufacturer narrative:
A ge rep evaluated the system and replaced blown fuses. The system operates as intended.

Event description:
It was reported the system entirely failed to remain functional attributed to the loss of both user interfaces. There are no reports of pt injury or death associated with this event.